Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device did not work. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
Upon further review and investigation, information received from service engineers determined that the device involved in the complaint reported was not a v60 or belongs to cfn/fei 2518422. This report is being redacted as this was reported in error.